Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Manufacturer narrative:
Insulin pump had moisture damage on up keypad trace. All buttons function properly. Insulin pump received with minor scratches on display window, cracked lcd window at bottom left and right corners, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the buttons were intermittently or not responding on the customer's insulin pump. The insulin pump reportedly was not bumped, dropped, or exposed to moisture. The customer's blood glucose level was 130 mg/dl. The customer also stated there was a crack in the case of the insulin pump, but the drive support cap did not appear to be damaged. Nothing further was reported.